Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgment (missing components) was confirmed. The reported failure to deploy could not be replicated / confirmed in the testing environment as the stent was not returned. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot revealed no other incidents reported for missing components (stent dislodgment). Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: prior to using the multi-link mini vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an un-specified procedure, the 2.5 x 28 mm mini vision stent delivery system (sds) was advanced to the lesion and inflated to an unknown pressure. The balloon was inflated, but a stent could not be seen in the anatomy. The sds was removed without issue. It was confirmed that the stent was not in the anatomy. The account believed that the stent was never on the sds. A new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the balloon was separated from the outer member at the proximal balloon seal. The inner member was still intact and not in two pieces.